Event description:
During the initial routine f/u of this device performed on (B) (6) 2009, a warning about device reset was displayed.

Manufacturer narrative:
(B) (4), this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: device reset was inappropriately triggered by the programmer, following erroneous specific communication problem diagnosis: the device was operating normally before this reset. Device normal operations condition did not change with the reset (nevertheless, it should be kept in mind that the reset warning message can't be removed from device memory and therefore, will remain displayed by the graphical user interface, as specified). No further action is requested for that device, usually f/u recommendations apply.